Event description:
It was reported that the pt had a kinetra where the battery was getting close to the end, and was at 2.56 volts. The pt experienced less power. Channel 2 had normal impedance values, but channel 1 only showed "impedance?" And "current?". After reprogramming, the lead it seemed to work normally. The hcp did not increase the amplitude to test for side effects to confirm if the power was going through. The pt was apparently punched near the neurostimulator and it was unclear if it affected the battery. The plan was for the battery to be replaced. No pt outcome was provided. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).